Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump says that the customer's blood glucose levels are low and the it starts shutting down. The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 68, blood glucose reading 121 mg/dl. Troubleshooting occurred.